Event description:
It was reported that the rigid video scope had a cracked lens. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a cracked lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation updated fields: d8, d9, h3, h4 and h6. Corrected fields: d3 and g1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to damaged lens should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.